Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and found that there was a small hole in the hose by the muffler. Therefore, the reported condition was confirmed. It was determined that this failure was an indicative of pulling on the hose instead of the muffler to unplug it from the autolube. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was leaking air around the handpiece and tubing. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.